Manufacturer narrative:
User facility report (B)(4) was received 06jan2023. Manufacturer's investigation conclusion the reported event of the user accidentally unplugging the motor from the console, the console shutting down, and as s3 alarm was not confirmed. The centrimag motor was not returned for analysis. Additional provided information communicated on 30jan2023 stated that attempts were made to retrieve information from the customer, including product return; however, the attempts were unsuccessful. Additional provided information communicated on 07feb2023 stated that the customer is not providing the requested information, including the motor serial number. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the motor not being provided. The 2nd generation centrimag system operating manual, rev. M, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. M, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, rev. M, section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump cable was pulled out of the console instead of the monitor cable. The pump cord was plugged back in after which the centrimag console powered off and rebooted. After the reboot, flow returned to the original settings, but no flow was listed on the screen and an s3 alarm message was displayed. At this point, an emergency console change was performed at bedside. The patient tolerated the occurrence and was not harmed by the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.